Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 438 mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given fluids an insulin. The pod was worn between 24 and 36 hours on the arm. The patient was discharged after 6 hours. The pod was leaking.